Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer's blood glucose was unknown at the time of incident. The customer stated that the constant tone did not disappear after troubleshooting. The customer also stated that they had black circle on the screen. The customer was advised to press esc and act button but the buttons was unresponsive. The customer also reported that they received unexpected restart alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was stored or not in use for an extended period of time. The insulin pump will not be returned for analysis.